Manufacturer narrative:
UDI: (B)(4). The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A search of the complaint database against the reported product code found similar reported events. The previous reported events were investigated and found tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition and assembly problems. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The metaglene holder does not fit into the hex groove in the positioning plate or metaglene implant.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combination. A search of the complaint database against the reported product code found similar reported events. The previous reported events were investigated and found tightening the internal rod before fully inserting the hex head tip in the holes may widen the slots creating an oversized condition and assembly problems. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through (B)(6) depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.